Manufacturer narrative:
The insulin pump received with all operating currents within specifications and passed functional testing including, the rewind, basic occlusion test, and occlusion test, prime test, excessive no delivery test and displacement test. Unit received with all buttons responding properly. No damage or moisture damage on keypad assembly, no unlocked display keypad connector. Unit received with cracked case at display window corners, battery tube threads and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. The customer reported that the act button was unresponsive. The customer's blood glucose was around 500 mg/dl at the time of the incident. The customer's blood glucose was 205 mg/dl at the time of call. The customer stated that they treated the high blood glucose with the insulin pump and manual injections. The customer also reported that they experienced lethargic and ketones. The time of the hospitalization was 1:30pm and the date of the hospitalization was (B)(6) 2016. The customer stated that they were wearing the insulin pump at the time of hospitalization. The customer declined to troubleshoot. The insulin pump will be returned for analysis.